Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose. The customer needed bolus numbers adjustment. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller will call back. The insulin pump will not be returned for analysis.